Manufacturer narrative:
The customer replaced the ict module to resolve the issue. No ict result issues have been reported since the ict module was replaced. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided.

Event description:
The customer observed a falsely elevated sodium result of 152 mmol/l (sid (B)(6)) on the architect c8000 system. The patient historically tested at 130 - 140 mmol/l. No adverse impact to patient management was reported.